Event description:
It was reported that during implantation of this right ventricular (rv) lead the patient already has methicillin-resistant staphylococcus aureus (mrsa) infection. There was no additional adverse patient effects reported.